Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the camera had image interference wave faults when the cable is being moved (shaking). Based on investigation findings, a definitive root cause of the phenomenon cannot be conclusively identified. A device history record (DHR) review was performed and revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had an abnormal image. The issue occurred during a diagnostic procedure (laparoscopic examination). The procedure was completed using the same set of equipment. There were no reports of patient harm.